Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis. A visual and microscopic examination was performed on the delivery device. The stent was returned fully mounted onto the delivery device. A visual and tactile examination identified one severe kink 85mm proximal to the tip of the device. The kink was so severe it extended down into the crimped stent and inner shaft. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the catheter that could have contributed to the complaint incident. A visual and microscopic examination found no damage or any issues with the tip, stent cup or stent holder that may have potentially contributed to the complaint incident. During analysis the investigator deployed the stent with no resistance or issues noted. A visual and microscopic examination identified a small section of the stent on the proximal end was noted to be compressed. This compressed stent section correlated with the severe shaft kink identified on the outer sheath and inner shaft. No issues were noted with the stent that could have contributed to the complaint incident. No further issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that tip damage occurred. During unpacking of an 18x60/10fr wallstent endoprosthesis, it was noted that the end of the stent delivery system has a bend. The device never entered the patient's body and the procedure was complete with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.